Event description:
During set up for a double volume exchange transfusion the shuttle from the marion exchange transfusion kit came apart and was unable to be securely reconnected (the connection between the part with the stopcock/ports c and d and the portion with ports e&f). Given concern that the connection was not secure, and it would come apart during the procedure this stopcock was not used and no harm reached the patient. Several people in the room reported experience with a similar issue and having blood leak out due to repeated disconnection during a previous exchange transfusion.